Event description:
It was reported that this (rv) lead dislocated since implant, however it remains in an optimal location. Sensing amplitude has decreased slightly, however remains within a stable and normal range. The physician will monitor this patient closely and increased follow-up is expected. No adverse patient effects were reported.